Manufacturer narrative:
No button error alarm noted during testing. Device had intermittent buttons response due to flattened act buttons dome switch. No unlocked j2 or lcd keypad connector noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the keypad was unresponsive. The customer¿s blood glucose level was 125 mg/dl. The insulin pump will not be returned for analysis.